Event description:
It was alleged that a pt received a third degree burn on their left upper arm under the dispersive electrode during a hysterectomy procedure. The burn was estimated to be 5 centimeters in length and 3 centimeters in width. The burn required a skin graft.